Event description:
The customer reported that while the iabp was in use on a pt, after approx 20 mins of therapy, the iabp generated a "system failure" alarm. They recycled power to the iabp, but the same alarm occurred 20 mins later. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
This report is currently under investigation. The iabp involved in the event is being evaluated. A f/u medwatch will be submitted when our investigation is complete. (B)(4).